Manufacturer narrative:
It was reported that the presidio 18 cerecyte microcoil ((B)(4)) would not detached after it placed in the target aneurysm. The device was removed, and the procedure was continued with different brand coils. Pre-deployment electrical check was performed, and the dcb was pressed 3 to 4 times to detached the coil. There was no indication that there was a problem with the connecting cable or detachment control box. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and no faults were noted with the detachment control box at any time. The detach cycle light next to the button illuminate and intermittent tone sounded during the attempted to detach the coil. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. An sl 10 microcatheter was used with the device, and the same microcatheter was used with the next devices. No damages were reported on the microcoil after it was removed from the patient (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. There was no patient injury reported, and the device was supposed to be returned, but to date it was not received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device no further conclusions can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that the presidio 18 cerecyte microcoil ((B)(4)) would not detached after it placed in the target aneurysm. The device was removed, and the procedure was continued with different brand coils. Pre-deployment electrical check was performed, and the dcb was pressed 3 to 4 times to detached the coil. There was no indication that there was a problem with the connecting cable or detachment control box. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and no faults were noted with the detachment control box at any time. The detach cycle light next to the button illuminate and intermittent tone sounded during the attempted to detach the coil. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. An sl 10 microcatheter was used with the device, and the same microcatheter was used with the next devices. No damages were reported on the microcoil after it was removed from the patient (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. There was no patient injury reported, and the device was received for analysis. The device positioning unit (dpu) passed electrical testing. The coil's socket ring was found to have been pushed down inside the outer sheath and against the distal end of the resistive heating coil section. The detachment fiber did not receive heat and melt. During detachment testing the coil detached on the first detachment attempt. The dpu passed post-detachment electrical testing. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment during the procedure cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported information and analysis of the returned device, the root cause of the coils failure to detach cannot be determined. Laboratory testing could not duplicate the field complaint; there was no discrepancy with functional testing of the involved presidio coil system. A review of the manufacturing documentation associated with the involved lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that the presidio 18 cerecyte microcoil (B)(4) would not detached after it placed in the target aneurysm. The device was removed, and the procedure was continued with different brand coils. Pre-deployment electrical check was performed, and the dcb was pressed 3 to 4 times to detached the coil. There was no indication that there was a problem with the connecting cable or detachment control box. It was verified that all connections of the microcoil delivery system were fully connected (device positioning unit to connecting cable, connecting cable to detachment control box), and no faults were noted with the detachment control box at any time. The detach cycle light next to the button illuminate and intermittent tone sounded during the attempted to detach the coil. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. An sl 10 microcatheter was used with the device, and the same microcatheter was used with the next devices. No damages were reported on the microcoil after it was removed from the patient (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. There was no patient injury reported, and the device will be return for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.